Event description:
Surgeon had difficulty inserting this port and catheters on 1/21/97. On 1/30/97 the port malfunctioned and the surgeon decided to replace it. The defective port was replaced with one which came from the same lot#.